Manufacturer narrative:
Upon receipt of the device, the set-screw hex cavity was found to be damaged and stripped and would not engage with a lab torque driver. The device header was examined, and all other connector blocks were found to function normally. The cause of the connector block anomaly was a stripped set screw.

Manufacturer narrative:
(B)(4).

Event description:
During replacement of the device for normal elective replacement indicator (eri), it was not possible to loosen the set screw, and the lead could not be detached from the ICD header. The lead and device were replaced at a later date. There was no suspected issue with the lead. The patient was stable.